Event description:
Boston scientific received information that this patient's device was showing a 16 second charge time (CT) along with a 2.52 monitoring voltage (mv). The physician called and asked boston scientific technical services (ts) if shocks would be required after elective replacement indicator (eri) would that be a problem. Ts suggested that since the patient does not require pacing and has not received any shocks it would be appropriate to monitor. The physician was concerned with the high CT, but will monitor for now. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
Detailed analysis is currently being performed on this device, once analysis is complete, this report will be updated.